Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle missing from the monitor case. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the electrode belt was unable to connect to a monitor due to being stuck to a monitor receptacle. The root cause for cut cable was physical abuse. No adverse events occurred as a result of the defective electrode belt. Mfg dates: monitor: sn (B)(4) - 12/6/2019, electrode belt: sn (B)(4) - 7/10/2018.

Event description:
A us distributor reported that a patient's monitor and belt were damaged.